Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Previous bleeding was reported under MFR# 2916596-2021-03944.

Event description:
It was reported that patient reported onset of bleeding the morning of (B)(6) 2021. Patient had a renewed passage of blood per rectum. Gastrointestinal service was re-consulted. The plan was to re-scope. Patient began to have minimal bright red blood per rectum (brbpr) along with clots early in the morning. Colorectal service was also requested.

Event description:
The perianal and digital rectal examinations were normal. Red blood was found in the rectum, in the sigmoid colon and in the descending colon. A single (solitary) circumferential ulcer was found in the sigmoid colon at the colocolonic anastomosis. Oozing was present with adherent clot to one area. Stigmata of recent bleeding were present. The adherent clot was removed and active bleeding began. For hemostasis, two hemostatic clips were successfully placed. Patient had a simoidoscopy on (B)(6) 2021. The bleeding stopped. The patient remained on trial and was discharged home on (B)(6)2021. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.